Manufacturer narrative:
Updated summary and code grids.

Event description:
This report is based on information provided by philips field service personnel and has been investigated by the philips complaint handling team. Philips received a complaint on the heartstart mrx defibrillator indicating that device did not deliver a shock. There was no patient harm. Based on the information available, device is evaluated at by distributor and no issues found with philips device. Device is working fine as per manufacturer's specifications without any issues. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
According to the user, the device did not deliver a shock, even though a shockable rhythm was present.